Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No patient identifier, age, or weight reported. Partial UDI: (B)(4). Implants that failed to align were not implanted, back-up devices were utilized without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.

Event description:
It is reported patient was implanted with the dynamic helical hip system (dhhs) on (B)(6) 2016. During the procedure, surgeon had inserted the dynamic helical hip blade, then placed the plate on the blade shaft. The plate did not seat on the bone, so the plate was impacted with the dhhs key impactor and impactor cap. However, the plate did not move closer to the bone but the blade continued to move further into the femur head. The blade and plate were removed. Surgeon implanted a new blade and larger plate. Surgery was completed successfully but was delayed approximately 60 minutes due to this issue. Blade and plate were inspected after the procedure and it was noted the blade was locked in the barrel of the plate and would not slide. Concomitant devices reported: dhhs key impactor (part 338.347, lot unknown, quantity 1) dhhs impactor cap (part 338.348, lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the helix blade (part number 282.239, lot number unknown). The subject device was returned with the complaint condition stating the lcp dhhs plate and lcp dhhs helix blade devices are stuck together and inseparable by a reasonable amount of force. The balance of each of the returned devices is worn condition consistent with insertion and removal. This complaint is confirmed. A visual inspection,functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No non-conformance records relevant to the complaint condition were generated during the production of this device. The plate was manufactured in june 2004 and is over twelve years old. The balance of each of the returned devices is worn condition consistent with insertion and removal. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. All measurements have been performed by calipers. It is likely that the improper alignment of the keyed flats of the barrel of the plate onto the helix blade shaft has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The malfunction was reported to have led to a sixty minute surgical delay, however another device was readily available, there was no report of added intervention nor patient harm, and the surgery was completed successfully. Based this information, this event was determined to be a production problem/malfunction, not a serious injury requiring intervention as reported in error in initial medwatch #(B)(4). Should additional information become available, this determination should be reassessed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.